Event description:
Information was received from a patient via a family/friend reporting that they fell backwards and hit their head in the restroom. Their stimulator is now not covering its full area of coverage in their lower back, left hip, and left leg. It was noted that the patient met with the manufacturer's representative and had the programming adjusted (increased pw). Indication for use is non-malignant pain.

Manufacturer narrative:
Correction of initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(6) 2017 by a family member/friend reporting that the patient was having leg and back pain and was meeting with a representative for programming. The programming results helped a bit but did not resolve the pain. Per the caller, another health care provider (hcp) discovered the patient¿s knee was bone on bone and they needed a knee replacement. The knee replacement resolved the bone and now the patient no longer needed the stimulation to their knee. The patient would like to focus on their lower back pain now. An appointment with the hcp was set up for some time in december. No further complications were reported.